Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with blank display due to moisture damage at electronic assembly and motor assembly.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the insulin pump was exposed to moisture. Water entered the insulin pump when they entered the water with the insulin pump. The insulin pump will be returned for analysis.